Manufacturer narrative:
(B)(4). The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The air gas module was installed in a reference system for simulated use testing. The pre-use check failed the pressure transducer test, flow transducer test and o2 cell test that confirms the reported description. The ocular inspection of the air gas modules connector, found a bent pin. The pin is transferring a signal that open and close the gas flow. The conclusion is that the bent pin was the cause of the reported issue. The root cause of why this pin was bent has not been determined. This kind of failure with a bent pin, will not normally occur during use, it's more likely a damage due to inadequate installation of the gas module in the ventilator system.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 09:08 am (gmt-4:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref #: (B)(4).